Manufacturer narrative:
This is a report of a use error where the patient stated that they did not tighten the connection properly, which caused the supply bag to fall off of the supply line of the homechoice cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag, and the supply bag fell off, resulting in a leak and led to this alarm. The patient further stated that they did not tighten the connection properly, which caused the supply bag to fall off of the supply line. The technical service representative advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.